Manufacturer narrative:
We received one single dpt kit with an IV set and pressure tubing for examination. The reported event of ¿unknown material was found floating inside the IV tubing¿ was confirmed. One unknown clear material was found floating within the priming solution inside of the IV tube near the IV tubing male connector. The material was approximately 1x1mm in size. The material did not get flushed out of the kit during 5 minutes of continuous flushing. The material moved from the IV tubing to the dpt housing and got stuck at the IV side of the snap tab in the fluid path. The material was removed from the dpt and sent to chemistry for further analysis. A supplemental report will be forthcoming with the chemistry and device history results once received.

Event description:
It was reported that an unknown black material was found floating inside of the IV tubing of the pressure monitoring kit during priming. The kit was not used on a patient. There were no patient complications reported. Patient demographic information requested but unavailable.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. The chemistry results indicated that the ir spectrum of the unknown clear material showed similar absorption characteristics when comparing to acrylate urethane like material. It is common clinical practice to inspect all products before usage. With dpt sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.